Manufacturer narrative:
The software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that the site reported that after completing a tracer registration the accuracy was off by several centimeters. They re-registered the pt and the procedure proceeded normally. There was no impact on the pt's outcome reported.